Manufacturer narrative:
(B)(4). Corrections: section b5 amended opt944 to opt946. Section d4 model number and catalog number amended from opt944 to opt946. Incorrect lot number and UDI number removed. Section h4 date of manufacturing removed. The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the opt946 optiflow + adult nasal cannula was received at fisher & paykel healthcare in new zealand and visually inspected. Results: visual inspection revealed that the tubing of the opt946 was found to be detached from the 3-way connector, and stretched. It was further observed that the 3-way connector and the white head strap clip were not returned with the complaint device. Conclusion: we are unable to determine what caused the reported event. However, it is likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 optiflow + nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt946 optiflow + adult nasal cannula was broken. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow nasal cannula is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that tubing of a opt944 optiflow nasal cannula was broken. There was no reported patient consequences.